Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was exhibiting noise that was being oversensed. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the lead associated with this system was explanted and returned. It was determined that the lead was abraded through to the conductor coil. Analysis determined that the damage to the lead contributed to the field observations.

Event description:
In addition to the device being explanted, the right ventricular lead was also explanted for noise and oversensing. The lead was returned for analysis. No additional adverse patient effects were reported.